Event description:
A manufacturer's employee reported reading ">40000 ohms." No additional information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).